Manufacturer narrative:
The customer contacted ge healthcare service regarding this issue. The customer advised that they rebooted the system which resolved the reported issue. It was recommended to run the flow sensor calibration or replace the flow sensor; because the flow sensor is the possible cause. No further information is available regarding the resolution of the reported issue. No ge healthcare service was provided. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a malfunction causing a loss of pressure mode of ventilation during a case. There was no report of patient injury.